Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m implantable tachy lead 2013-(B)(6); 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and lead impedance out of range alert. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max lv perm pace impedance rises from an approximate baseline of 750 ohm to greater than 4000 ohm on (B)(6) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered for left ventricular (lv) lead impedance out of range at greater than 3000 ohms. A lead revision yielded that the set screw was not completely tightened down. The set screw was then tightened and the issue was resolved. The lv lead and ICD remains in use. No patient complications have been reported as a result of this event.